Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the ultraverse 035 pta balloon, during the procedure the catheter hub joint allegedly leaked and further it was reported that the balloon was unable to fully deflate. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta balloon catheter returned for evaluation. Upon visual inspection, it was noted the balloon was partially inflated. No anomalies noted to the y-body. During functional testing, the device guidewire lumen was flushed and bloody water exited from the distal tip of the balloon catheter. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted with resistance due to the dried blood within the catheter. An in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the distal end of the strain relief. No other functional testing performed for difficult to remove since the balloon could not be inflated due to loss of pressure from the leak. Therefore, the investigation is confirmed for the reported leak as water was noted leaking from the distal end of the strain relief. However, the investigation is inconclusive for the reported deflation problem and sheath removal difficulties as functional testing was not performed, since the balloon could not be inflated due to loss of pressure from the leak. A definitive root cause of the reported leak, sheath removal issues and deflation problem could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for an angioplasty procedure using the ultraverse 035 pta balloon. During the angioplasty procedure, the catheter hub joint allegedly leaked. It was further reported that the balloon was unable to fully deflate. The procedure was completed using another balloon. There was no reported patient injury.